Manufacturer narrative:
The product was returned to pentax medical for repair. We, the technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, we, the technician confirmed that the us probe cut, the distal body worn out, and the r/l lock knob hard to move. However, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).